Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned sample. The visual inspection of the sample noted one suture segment and one needle. A tactile and microscopic inspection of the suture was performed with no abnormalities. The needle was received broken at the swaged end. Upon microscopic inspection of the needle, instrument marks were observed on the swage. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Grasping the needle at the swaged end during application can damage the needle as observed. It is recommended that the needle be grasped from the needle body, where the wire is of a full diameter and significantly stronger than at the swaged end. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the needle broke inside the patient. The physician had to dissect larger, to find out the missing tip of the needle. Problem? How would the damage be described and how was it corrected or treated? Was the damage irreversible? Can a description of the added dissection be provided? Were there any other complications relating to the issue, if so when did they occur and provide description of the incident (reoperation, infection, etc.)? Was any device component not recovered from within the patient? Was an x-ray used for the purpose of locating the device components that would not have otherwise been needed or scheduled? Can you provide a description of the suturing technique used before the device broke?